Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed clear fluid was present at the site. In addition, the patient also experienced pain in both legs. However, the pain subsided while the patient was in recovery.

Event description:
It was reported during a trial procedure on (B)(6) 2019 the patient developed a cerebrospinal fluid (csf) leak. As such, the procedure was abandoned.